Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the thigh. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). It was also reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the thigh, which is considered off label use. The patient used acetaminophen while using the sensor. The patient did not report injury or medical intervention.